Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain, infection, erosion of vaginal tissue, worsening prolapse, dyspareunia and trouble with bowels and bladder. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.